Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. The patient returned to the physician on an unknown date for a follow up visit and the surgeon noted a one cm mesh exposure. The patient underwent reoperation on (B)(6) 2012 and the exposed mesh was removed. The physician sutured the area following the mesh removal. The patient received antibiotics pre- and postoperatively.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: concomitantly on (B)(6) 2012, the patient underwent a laparoscopic hysterectomy, uterosacral cuff suspension, and an anterior and posterior repair. The patient experienced symptoms of foul smelling discharge. Medications prescribed for the patient were flagyl, cipro, and gu irrigant (bacitracin irrigation). The physician opined that the patient's poor control of her diabetes during the post operative period was the largest contributing factor to the exposure. There are no further procedures scheduled. The current condition of the patient is stable. The patient&apos;s stress incontinence was resolved with the procedure. (B)(4).